Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was unable to be confirmed. Upon investigation the electrode belt trunk cable connector was severed and missing. Due to the missing trunk cable, the electrode belt was unable to undergo incoming functionality testing. The root cause for the missing trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 messages) has been confirmed.  Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 204 messages (belt/monitor unusable).